Manufacturer narrative:
(B)(4). Unit received with unresponsive buttons and frozen screen due to corroded keypad trace. Unable to perform displacement test or selftest due to unresponsive keypad. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm and keypad was unresponsive. Customer stated screen was not completely blank and also had frozen display. Customer stated they were unable to clear the alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.